Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures observed a blood leak at the level of the connection between the access line and the filer. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external blood leakage between filter and tube of a prismaflex m150 during continuous renal replacement therapy (crrt). There was no patient injury or medical intervention associated with this event. No additional information is available.